Manufacturer narrative:
No ge service performed. The customer cleared the fault.

Event description:
The customer reported the system displayed an error message and would not complete boot up. No pt injury was reported.